Manufacturer narrative:
(B)(4). Batch # m52n0e. The analysis results found that the tr45w reload was received partially fired 1/4 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy video laparoscopic procedure, it was used a white reload which did not fire the staple line when triggered the stapler. Therefore, the reload was replaced by another white reload and the stapler worked properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.